Event description:
On (B) (6) 2010, patient reported she has been having elevated blood glucose readings for the past 3-4 weeks. Patient's normal blood glucose range is 100-200 mg/dl. Patient reported that on (B) (6) 2010 or (B) (6) 2010, she was in the hospital and while she was in there, she kept having elevated readings. Patient stated the hospitalization was not diabetes related. Patient reported she had been running 400 mg/dl to hi on her meter and has lots of recent stress. Troubleshooting did not find any product issues; however, patient reported her grandson dropped the infusion device in the sink a few weeks ago. She stated it made a loud noise and that it was possible the device may have been exposed to water, but she was not sure. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.